Event description:
In 2009, the pt's mother reported that the pt is currently in the intensive care unit of the hospital due to elevated blood glucose. The mother believes the infusion device is not functioning properly because the pt bolused several times through the infusion device and her blood glucose did not decrease. Upon follow up with the pt the same day, she stated that at 4:00pm the day before, her blood glucose was in the 300 mg/dl range and she began vomiting and feeling dehydrated and nauseous. She stated that she changed her infusion set and noticed no issues. At 11:30pm, she decided to go to the hospital and when she arrived her blood glucose measured 561 mg/dl. She was disconnected from the infusion device in the emergency room and treated with an insulin IV and her blood glucose decreased to 65 mg/dl and then elevated to 135 mg/dl. She reconnected to the infusion device at 11:00am, and her blood glucose increased to 394 mg/dl and was in the 400 mg/dl range at the time of the report. Troubleshooting revealed no product issues. Upon follow up four days later, the pt's mother stated the pt switched to the backup infusion device and her blood glucose returned to normal. The infusion device was replaced and requested to be returned for evaluation.